Manufacturer narrative:
Other applicable components are: product ID 3037, serial# (B)(4), product type: programmer, patient.

Event description:
The patient reported that they have had not had therapeutic benefit since implant on (B)(6) 2016. It was stated that the day prior to date notified they had 9 stools. The patient feels stimulation but was not able to connect to the implantable neurostimulator (ins) with the patient programmer (pp), with or without the antenna, and could feel some stimulation at the ins site momentarily as of date notified. It was further indicated that the patient has not tried to use the pp as they have no idea how to use it. Poor communication was seen when attempting to connect with or without the antenna attached to pp. No changes to stimulation can currently be made. The patient was put in touch with a manufacturer representative (rep) to resolve the issue. Indication for implant is gastrointestinal/pelvic floor.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.